Event description:
Case: endometrial ablation, with hysteroscopy and d&c [dilation and curettage]. Using the minerva, error 010 (argon flow related error; replace with new disposable hand piece) showed on screen. Malfunction hand piece information (ref min9770, lot 25f17-01, exp 2027-06-17) surgical team replaced hand piece in real time. Proceeded with case as planned, no further issues.